Event description:
It was reported that it was observed that the motor drill device " overheated and produced loud noises". It was unknown to the reporter if the device was used in surgery or if the alleged malfunction was discovered during pre-check.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  The exact event date was unknown. However, the reporter clarified the event occurred in 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device and it was observed that the device failed temperature and sound specifications. Therefore, the reported condition was duplicated and confirmed. Evidence suggests this is to due internal motor or mechanical components failure due to excessive force. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).